Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device got stuck with the guidewire and both were removed together. The procedure was completed with a different device. There was no patient injury.